Event description:
It was reported that in the operating room, a (B)(6) male with mitral insufficiency was having an intra-aortic balloon (iab) inserted. The insertion site was the left femoral artery. The iab could not pass through the introducer sheath. There was a delay of 20-30 minutes while another iab 7.5 fr was obtained and inserted successfully. They administered inotropic drugs for cardiac pressure instability. The patient died a couple of days later in the intensive care unit of cardiac arrest, as stated by the medical doctor. The device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.